Event description:
Customer performed a blood glucose test and received a result of 289mg/dl. The customer took 6 extra units of insulin based on glucose result. Customer had a seizure and was taken to the e.r. By paramedics. The paramedics tested the customer's blood glucose and received a result of 24mg/dl and treated with an unknown IV. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.